Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vein. A 6.0mmx100mmx80cm sterling balloon catheter was advanced for dilation. During the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured vertically at the center. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.